Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery. During the procedure it was noticed that the cylinders broke down to mesh causing a fluid leak. All components were removed and replaced. No patient complications were reported.